Event description:
03/18/09 and 05/15/09 request for information sent to sales rep. To no response. The device history record (DHR) review was completed, and there was no nonconformance found related to this event.

Event description:
Reportedly, the device was explanted after an implant duration of 167 months. No further details were provided.

Manufacturer narrative:
Evaluation: device not returned.